Event description:
The customer contacted philips healthcare to report that the ECG from the device is not available. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.